Event description:
Pt reported infusion device was in the "wrong mode" while attempting to administer a bolus. She stated that the device would count to 10 and back down to 1. Pt indicated that the display screen had a "c" in the low right corner where the basal rates should be. She replaced the power packs and the display remained partial. Pt reported experiencing elevated blood glucose of 317 mg/dl. She administered a 4 unit bolus to reduce her blood glucose level. Her blood glucose reduced to 307 mg/dl. Pt indicated that she was on pain medication and did not believe the infusion device caused the elevated blood glucose level. She did not recall having any symptoms related to the elevated blood glucose. No medical assistance was required. Product was requested to be returned for evaluation.